Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in backup vvi (bvvi) mode. The implanted system was not conditional for an MRI of the strength of the machine used, causing the bvvi. No intervention was performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that there is no device malfunction. The reported issue is on the merlin programmer.

Manufacturer narrative:
Please retract this report 2017865-2025-1006392, this product did not contribute to the event.